Event description:
It was reported the pt had not recharged the ipg for about a year. A replacement charging system was sent to the pt, however, the new device was unable to communicate with the ipg. The pt has no stimulation and it was reported the pt did not want to pursue surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.